Event description:
It was reported that during a follow up, high, out of range, pacing lead impedance, a high capture threshold, and an insulation anomaly were observed. The lead was explanted and replaced without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation and conductor damage was noted at 34.5cm from the connector pin, consistent with clavicle crush damage. The etfe coating was abraded at this location. A fracture of the inner coil was noted at 32.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance.